Event description:
End-user noted flush syringe was leaking. Manufacturer response for 10 ml normal saline flush, (brand not provided) (per site reporter) bd has requested additional information and provided a shipping label for item to be returned for follow-up.